Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was fractured and was part of a system revision due to infection. The patient had significant tenderness over the pocket site. Additional information was sent but no further information was received. There were no additional adverse effects reported. The product was abandoned surgically.